Manufacturer narrative:
The reported failure of verification pre-test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The trilogy evo ventilator was evaluated by a third-party service center field service engineer for preventative maintenance. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a third-party service center field service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed a verification pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. In addition, during testing, a leak condition was identified due to a loose double flow cup therefore the cup/ dual limb needs to be replaced. Additionally, during the service of the device, the outlet side panel was damaged and needs to be replaced. If any additional information is received, a follow-up report will be filed.